Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed, and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
An email was received regarding a plum 360 alleging it powered off while infusing lactated ringer's solution (lr). There was no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.